Event description:
The pt ((B)(6)) received an scs sys including an ipg on (B)(6) 2010. It was reported that the pt's ipg was replaced due to a prolonged recharge time. No further issues were reported. The explanted device was returned to the MFR for analysis.

Manufacturer narrative:
This ipg serial number is included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.